Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device is filed under separate medwatch report number.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a interventional watchman procedure. Reportedly, the first device was deployed at 12 o'clock position and a cuff miss was noted. A second prostyle device was attempted; however, the operator inadvertently pulled the plunger before depressing it. The lever was returned to its original position, foot was retracted and device was removed.. The sutures of two new prostyles were successfully pre-placed. The sheath was upsized to a 16f sheath and the watchman procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.